Manufacturer narrative:
The device is currently in analysis. When additional information becomes available, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, telemetry could not be established with this implantable cardioverter defibrillator (ICD). The case of the device was opened for further investigation. The battery voltage was measured to be 3.171 volts. The device was then connected to an external power supply and telemetry functionality was restored. Detailed tests were performed to evaluate the rate of battery current drain; a higher current drain condition and continuous resets were noted. These results suggested a potential problem with the integrated circuit component. An x-ray was then performed, which confirmed that a solder joint on the integrated circuit was cracked. Analysis concluded the reason for this device reverted to safety mode was due to the crack integrated circuit.

Manufacturer narrative:
The device was explanted and replaced and is scheduled to be returned for analysis. When additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that a pulse generator fault, indicating a single zone, was detected and the device was emitting beeping tones. Technical services recommended device replacement as therapy may not be available. No adverse patient effects were reported.

Event description:
Two weeks later the device was returned.